Event description:
A report was received that the patient was experiencing battery site discomfort. The patient underwent a revision procedure wherein the battery site was moved. The patient was reportedly doing well after the procedure.